Event description:
It was reported that balloon rupture occurred. A 4.50mmx8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported.